Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was provided, which indicated an approved cartridge was used, the handpiece info is unknown. Not enough info was provided to conduct a review on the cartridge. The product was not returned and not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info. A completed questionnaire was received on 12/27/2012. (B)(4).

Event description:
A surgeon reported that thirteen weeks following intraocular lens (iol) implant surgery, a pt presented with a report of floaters. Upon examination, the surgeon noted a peripheral retinal tear with a nonsignificant vitreous hemorrhage. The pt was referred to a retinal specialist who treated the eye with a laser retinopexy. Since this procedure, the hemorrhage has been clearing and the pt's vision was noted to be 20/30. Fundus examination revealed a good laser reaction surrounding a horseshoe tear. Three moths following the retinopexy, the surgeon examine the pt and found the eye to be stable and healing properly. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. The event resolved following treatment (laser retinopexy).